Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed a full energy section alignment and then performed standard preventative maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported an incomplete side-cut during a lasik procedure. The surgeon used a blade to complete the flap. The flap was torn in the superior aspect of the flap while lifting it due to an unusually sticky bed. The case was completed.